Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose. The customer declined follow up therefore no additional information could be gathered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.